Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical trial representative reported via phone call that the during the last set change customer recalls insulin dripping from end of set before connecting at their site. The customer¿s different blood glucose were 70 mg/dl, 116 mg/dl and 285 mg/dl. Troubleshooting was performed. The insulin pump will not be return for analysis.